Manufacturer narrative:
Device was implanted on (B)(6) 2015 and discovered pull away the follow day. A product development evaluation was completed: only product labels have been evaluated. The label of both products (sterile and not sterile have been evaluated. It was determined the product labels are within specifications. Both surgical technique guides adequately describe the implants compatibilities and systems. The color coding of the implants also contributes to avoiding any mixing of the implants. It was noted, adding the system name ¿compact¿ on that system¿s implant labels will be evaluated in order to even further avoid any potential implant mixing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient under a genioplasty on (B)(6) 2015 to change the profile of the chin. During the procedure, the surgeon made a clinical decision to use a longer plate than what the matrix plate provided on the implant tray. The incorrect type of plate was collected from the adjacent store; a compact plate was inadvertently collected. Despite checking the implant at the operating table, this error was not recognized at the time. The plate was therefore secured with incompatible screws. The patient was discharged home that evening. However, she returned the following day after a loud popping noise was heard from her lower jaw. An x-ray at that time showed that the plate had come away and the screws had popped through the plate holes. Revision surgery performed on (B)(6) 2015.

Manufacturer narrative:
Catalog number and other: (B)(4). (B)(6). (B)(4). Without a lot number the device history records review could not be completed. A manufacturing evaluation was completed: all holes of the plate are more or less damaged. The plate is at some places deformed, most likely caused during contouring during insertion. The part number 447.076 was defined based on the complaint description, the 10 etched on the transition, the color and the dimension of the plate. We found that all holes are more or less damaged, but the dimension is at the intact places still within the specification. The anodized layer is worn out at all damages, which indicates that they were caused post-manufacturing. All damages are only on one side of the hole and there are slight burrs on the bottom and the top, which is an indication for a metallic contact, for example with a drill bit during pre-drilling. Based on this finding and of the evaluation of the screws it is likely that a combination of the damages at the plate and the use of too small screws caused the complained malfunction. Finally the complaint is confirmed as the fall through can be reproduced at the damaged plate holes. However, this failure is not product related because first to small screws were used and second the plate did get damaged during the insertion. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a screw head pushed through the plate post-operatively. The implants have been removed from the patient and bone fixed with alternative device in second surgery. This is report 3 of 3 for (B)(4).